Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a needle retraction issue. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the reported needle retraction issue could not be determined. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(6).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018, there was a needle retraction issue. The sensor was inserted into the abdomen on (B)(6)2018. A sensor applicator was returned for evaluation. Based on visual inspection, the applicator was fully deployed. The reported event of a needle retraction issue could not be confirmed. A probable cause could not be determined. No additional event or patient information is available.